Event description:
The user facility reported an 80-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the implanted impella cp pump was found to be underneath the papillary muscle following implant. Repositioning was attempted, but the pump was pulled out of the left ventricle. The staff was unable to re-advance the pump across the aortic valve and the decision was made to remove the device. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related. Added-h6 impact code 4628 added- d6a/d6b. G1-corrected spelling for reporting contact last name.